Event description:
The facility reported a colleague infusion pump (uim software version 5.04.00 / unremediated) displaying a 500:320:844:0000 failure code during biomedical testing. The pump was returned to baxter for service. During device evaluation, the keys on the pump head module keypad were discovered to be stuck. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.